Manufacturer narrative:
The reported event of high pacing threshold was not confirmed while the reported event of stylet could not be inserted was confirmed. A complete lead was returned in one piece for analysis. Electrical tests and x-ray examination was normal with no anomalies found. Stylet was restricted at the proximal region due to the inner coil clogged with blood. The reported event of stylet could not be inserted was concluded to be caused by clogged blood in the inner coil.

Event description:
It was reported that the patient presented in clinic for implant procedure. Upon interrogation post procedure, it was found that the right ventricular (rv) lead exhibited high capture threshold. Physician opted for lead reposition. During reposition procedure, the stylet failed to advance into the rv lead and the rv lead was not able to be re-implanted. The rv lead was explanted and replaced the same day. Patient was recovering and is under observation.